Event description:
A director of nurse reported that while the surgeon was removing a phaco tip from a pt's eye, the capsule "shallowed." The surgeon reportedly injected the capsule with bss. Upon removing the tip from the eye, it was noted the tip had a burr which had torn the capsule. This resulted in a different lens being implanted and subsequently a larger incision site with sutures. The pt's current status was stated as presenting with endophthalmitis which the surgeon attributes to this event. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).